Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was advanced through an ureteroscope and placed in the kidney and urinary duct . During repetitive manipulation of the device to remove the crushed stones in the urinary tract, the basket wire broke, which prevented the basket from forming the intended shape. Another device was used instead. The patent recovered on the same day.